Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/6/2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d4, d9, h3, h4, h6 a review of the batch manufacturing records was conducted, and no related non-conformances were identified the following information was requested: the most concerning complaint is around ¿barbless¿ sutures. This surgeon has made multiple complaints over the years around various lots of stratafix being barbless, or not having barbs that are actually engaging in tissue. He is very concerned about patient safety, and is losing trust in the product. The response to past complaints is that the barbs on the suture are within acceptable range, which has only future decreased this customer¿s trust in the product and overall brand. He had hoped that once we moved the bidirectional codes to in-house manufacturing that this problem would no longer occur. Unfortunately, his first experience with the new code was that it did not have barbs that were appropriately engaging in the tissue. We suggested a rapid response call, but he refused. In the new year, we will bring in our regional suture specialist, rob nordberg, to speak with him. The codes that had issues were: sxpd2b405 and sxpp2b405 additional information was requested, the following was obtained: please confirm the number of instances where the barbs were not grabbing in tissue. ¿ unknown the please confirm the number of instances where the barbs were not grabbing in tissue. ¿ unknown the exact number of instances. Procedure date? Unknown lot number? Was submitted in original complaint ¿ unavailable now that product has been sent in h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample revealed that it was received one hundred nineteen unopened samples and two open samples that pertained to product code sxpp2b405. During the visual inspection of the open samples, the swage and attachment area were noted as expected. The sutures were examined, and the barbs were present along of the strand. As per the sampling plan, a visual inspection was performed on thirty-two samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no anomalies were observed during the evaluation. In addition, ten barbs were measured in all strands, and the barbs met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample revealed that it was received five unopened samples and one open sample that pertained to product code sxpp2b405. During the visual inspection of the open sample, the swage and attachment area were noted as expected. The suture was examined, and the barbs were present along the strand. Upon the visual inspection of the unopened samples, the packets were opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand and no anomalies were observed during evaluation. In addition, ten barbs were measured in all strands, and the barbs met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a total knee replacement procedure in 2023 and barbed suture was used. During the procedure, the sales rep reported that (B)(6) dr. Has had multiple instances where the suture that is supposed to be barbed is not barbed, and/or not barbed enough to actually grab on to tissue. He is concerned about overall patient safety and no longer will use any of our barbed suture products. No patient harm. Devices are available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #; (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the number of instances where the barbs were not grabbing in tissue. Procedure date? Lot number? Please clarify how many devices are available for return? Status of product return?